Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, a small plastic piece of the device was broken while in use and could not be located. Nothing fell into the patient cavity. There was no patient involvement.